Manufacturer narrative:
Concomitant medical products: 4024-58 lead, implanted (B)(6) 1996; addrl1 iph, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and rising thresholds which resulted in a polarity switch. It was also reported that the right ventricular (rv) lead exhibited low impedance and no capture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.